Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing palpitations and a hematoma was noted. Patient was told to discontinue asa. On (B)(6) 2017 the ra lead was not pacing or sensing and was found to be dislodged. Patient to undergo pocket hematoma evacuation at same time as the ra lead revision for dislodgement. Currently, the rest of this system remains implanted, but this lead was explanted and replaced. Should additional information be provided, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.